Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was received from a medical examiner stating the patient is deceased. Cause of death is unknown at this time. It was reported that the patient was dependent on their left ventricular assist device (lvad) and the ICD. It is unknown if the death is related to the ICD system. Device evaluation was requested. No additional details are available.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.